Manufacturer narrative:
The biomedical engineer (bme) reported that they have been having intermittent drop out of tele (zm-531pa) and that it was all patients on their 5 south cns. When bme reviewed full disclosure data he found that it had dropped out too. The cns did not give a signal loss message and it was all 24 patients at once. Bme sent in a log of the events to nihon kohden for review. There was patient involvement, no harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they have been having intermittent drop out of tele (zm-531pa) and that it was all patients on their 5 south cns. When bme reviewed full disclosure data he found that it had dropped out too. The cns did not give a signal loss message and it was all 24 patients at once. Bme sent in a log of the events to nihon kohden for review. There was patient involvement, no harm or injury reported.

Event description:
The biomedical engineer (bme) reported that they have been having intermittent drop out of tele (zm-531pa) and that it was all patients on their 5 south cns. When bme reviewed full disclosure data he found that it had dropped out too. The cns did not give a signal loss message and it was all 24 patients at once. Bme sent in a log of the events to nihon kohden for review. There was patient involvement, no harm or injury reported.

Manufacturer narrative:
Incident summary: on (B)(6) 2024, the customer reported that there were intermittent dropouts for their zm transmitters on their central nurse's station (cns) (model: pu-621ra, serial number: (B)(6). The customer explained that all 24 patients dropped off at the same time. There was patient involvement when the issue occurred, but no report of patient harm, no injury, nor any adverse event, due to the reported issue. The issue was escalated to nkc to investigate the issue further. Root cause analysis: we were able to confirm the reported issue. However, a definitive root cause could not be determined. Nihon kohden corporation(nka) investigated the movie clip that was collected by the nihon kohden america (nka). Nkc found real-time waveforms were missing from all beds at the same time. Nkc then analyzed the logs for the time period but there was no signal loss or electrode check alarms found. Therefore, no abnormalities were found in the logs and no clear cause could be identified. However, nkc presumes that the real-time waveforms missing from all beds at the same time could be a temporary network delay. Nkc requested to further investigate the network and requested a check of connected servers and other equipment. In addition, nkc requested the acquisition of network packets at the time the incident occurred. But the information necessary for further investigation was not obtained from the customer. Nkc recommends if this issue continues to please contact nkc again and capture appropriate network packets for analysis. Lastly, nk technical support recommended adding host servers to the customer's facility to assist with the network issue throughout the facility. A serial number review of the reported device (model: pu-621ra, serial number: (B)(6) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Additional manufacturer data: b4: date of this report. D1: suspect medical device-brand name. D4: additional device information- suspect medical device, model number, catalog number, primary unique device identifier(UDI) number. G3: date received by manufacturer. G6: type of report. H2: if follow- up, what type? H6: adverse event problem codes, investigation findings & conclusion codes. H11: additional manufacturer narrative.